Event description:
A customer reported that the table slipped during pt transfer. No pt fall or injury was reported.

Manufacturer narrative:
Pt info was requested, but not provided to ge healthcare. Investigation revealed that the strength of the rotational locks is not strong enough to hold the table during pt transfer. For tables manufactured before january 31, 2005, the brake force specification was set too low to account for user foreseeable misuse. Labeling instructs the user to hold the table top during pt transfer to avoid unexpected table rotation, however, this procedure is not always followed. Tables manufactured prior to january 31, 2005 comply to a minimum specification of 20.0 dan.m. Tables manufactured after january 31, 2005 comply to a minimum specification of 26.5 dan.m. It was determined that all tables need to comply to the new forward production minimum specification of 38.7 dan.m. A design change has been implemented in forward production to meet the new specification. A field action is being deployed to update the affected rotational brakes in the installed base. This action has been reported to FDA per (B) (4). Reference (B) (4).